Event description:
A manufacturer representative (rep) reported on out of regulation (oor) error code on the patient programmer (pp), indicating that the implantable neurostimulator (ins) cannot output what is being requested. It was confirmed that the ins is still on and functioning, but the output may be slightly lower than programmed. There were no patient symptoms reported. Indication for implant is dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.